Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The cutting knife was broken at approximately 1.5 mm from the distal end cover. In addition, the following reportable malfunctions were identified during the device evaluation: the breakage area of the cutting knife was burnt and melted. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of an endoscopic submucosal dissection (esd) procedure, the tip of electrosurgical knife fell off in the patient's stomach. The tip was not recovered and the procedure was completed as is. Additional information received that the customer has no plans in retrieving the foreign body. There were no further reports of patient harm.